Event description:
It was reported that the 8800 system generated x-rays continuously, even after x-ray switches not engaged. The system was rebooted and it functioned as intended. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The switches were checked and reseated the monoblock controller. The system was tested and found to be working as intended and placed back into service.